Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The c-flex aspheric 970c iol was implanted on (B)(6) 2018 and post-operatively the patient had a refractive error. The target refraction was -2.50 d and the patient's post-operative refraction is reported as -5.25 -2.25 x 168. The healthcare facility has stated that it is their intention to explant the c-flex aspheric 970c iol. The availability of the lens for return has not been confirmed by the healthcare facility. Our review of production records for the c-flex aspheric 970c iol batch 097109501 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c (september 2017) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 097109501. Note: the UDI given in this report is the UDI for the non us version of the c-flex aspheric 970c iol.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a c-flex aspheric 970c iol. The event description provided states that post-operatively the patient had a refractive error.